Event description:
The resmed s8 compact was reported to have caught on fire from the plug in the back of the unit. The s8 compact was not in use at the time of the event.

Manufacturer narrative:
On 08 june 2009, the complaint unit was received at resmed corp located in (B) (4). Visual inspection of internal and external casing of the flow generator suggests that it was standing in a quantity of water for a period of time. Water ingress via the power supply vent slots caused oxidation on the power supply unit (psu) leading to a short circuit, with subsequent overheating and charring of both psu and device casing. Visual inspection of the humidifier tub revealed that there was a 4 mm long crack at the bottom of the plastic tub through which water was leaking. At this stage, it has not been determined how the leaking water from the tub was able to pool around the flow generator. There was no adverse event reported for this incident. The investigation is on-going.